Event description:
It was reported that: the pt had a stryker knee replacement 4 weeks ago. She complains of welts and hives all over her body and on knee surgery scar area. She reports that she is currently on steroids. She is concerned about the product containing nickel. She states that she is allergic to adhesives and body glue. She will like to know if other pts have experienced the same symptoms.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.